Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was asymptomatic and received therapy from the implantable cardioverter defibrillator (ICD). The patient was inappropriately shocked by the device for detecting an atrial arrhythmia with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. The device was reprogrammed. It was noted that the patient was not compliant with taking the patient's medication. The device remains in use. No further patient complications have been reported as a result of this event.